Event description:
The pt was implanted with a synchromed pump and catheter in 1998 for intrathecal infusion of medication for non-malignant pain. In 2000, the pt underwent explantation of the pump and catheter due to infection. Cultures revealed staphylococcus.